Manufacturer narrative:
(B)(4). For 1 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. To resolve the confirmed event, co2 absorber was replaced and the valves in the ez-change module were cleaned. For 1 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. For 1 of the reported events, the hospital biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommended to clean, replace, and re-seat the advanced breathing system assembly.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that model 1009-9002-000 anesthesia gas machine experienced elevated co2 readings in the patient circuit. Unexpected shutdown. These reports were received from various sources. Of the 3 events, 1 did not involve a patient, and 2 did involve patients. No patient information was available.